Event description:
A nurse reported the surgeon had made incision and was getting ready to perform phacoemulsification when the system shut down. The unit was rebooted and the case was completed. There was a 2-3 minute delay while the system was being rebooted. There was no patient harm or cancellations reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported complaint. However, multiple system messages were found in the event log. The power supply and the power distribution board was replaced for diagnostic purposes. Preventive maintenance was also performed. The system was then tested and met all product specifications. (B)(4).